Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant falsely depressed vancomycin (vanc) result obtained on a patient sample on the dimension vista 1500 system. Siemens headquarters support center (hsc) concluded their investigation of the event. Hsc evaluated the information provided and the instrument data logs. The event was isolated to the single patient sample. Quality control was in range and no similar events were noted with other patient samples indicating that the instrument and assay were performing acceptably. Reprocessed patient sample testing yielded expected results. No process errors or product non-conformance were identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 system. The discordant result was reported to the physician who questioned the result. The sample was reprocessed on the same system and on an alternate dimension vista system. The reprocessed result was higher than the discordant result, considered correct, and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed vanc result.